Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 1.58 mmol/l, which repeated as 6.79 mmol/l. The cholesterol reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The sample probe and wash station appeared dirty.

Manufacturer narrative:
The investigation determined the issue was related to a contaminated sample probe. The issue was resolved by cleaning the probe. The issue is consistent with incorrect pre-analytic sample handling.